Event description:
It was reported that during the procedure, a 3.0x15 xience v rx stent delivery system (sds) was advanced without resistance to the target lesion in the proximal left anterior descending coronary artery. While pressurizing the sds to 14 atmospheres (atm), the stent deployed successfully, but bleed-back was noted from the balloon to the 20/30 priority pack indeflator. Reportedly, the balloon did not rupture and the indeflator indicator dial displayed that pressure was maintained, but a leak in the shaft / fluid path integrity of the xience is suspected due to the observed bleed-back. The xience v rx sds was withdrawn from the anatomy and post-dilatation was performed as standard procedure, using a 3.0x12 nc trek rx balloon dilatation catheter. There were no patient effects and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw; inflation: 20/30 priority pack indeflator. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft leak was not confirmed; however, balloon leak/rupture was noted. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.